Event description:
Voluntary medwatch received states that the patient presented with right ventricular (rv) lead that exhibited high pacing impedance and high capture threshold. Programming changes were made, followed by subsequent rv lead revision and the rv lead was replaced. There were no patient consequences.